Manufacturer narrative:
A medtronic representative, following-up at the site, reported there was some movement in the exam and some of the fiducials on the back of the patient's head may have been flattened. The inaccuracy was approximately 4mm. The tumor is shown to be near the outside line of the green sphere of accuracy. Scan was from within 24 hours of the surgery. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. Software investigation finds the behavior cannot be replicated and the pointmerge registration appears to be properly done per archive. Unable to determine root cause.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, with a computed tomography (CT) for registration and a merged magnetic resonance imaging (mr), the surgeon was unable to get the pointmerge registration accuracy below 2.7. Attempted to use the mr for the registration exam and received the same results. Also tried tracer and passed with the CT as the reference, but deemed they were not more accurate than with pointmerge. The first points for pointmerge were stored and the surgeon re-did them and tried pointmerge, again. The surgeon opted to continue with 2.7 as the registration accuracy, and completed the procedure with the use of the navigation system. There was no impact on patient outcome.